Event description:
Hill-rom received a report from a hill-rom technician stating the left intermediate siderail was not locking in place. The bed was located at the account on the 1st floor. There was no patient/user injury reported.

Manufacturer narrative:
The hill-rom technician found patient discharge leaked into the side rail latch and caused it to stick in the open position. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician cleaned and lubricated latch to resolve the issue. Based on this information, no further action is required.